Manufacturer narrative:
Conclusion: the report event of high impedance was not confirmed. As received, electrically tested showed the returned both terminal ends of lead (b) were passed isolation resistant testing, but the lead was returned seperated into two pieces. The cause of the reported event is consistent with damage during use.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Related manufacturer report number: 1627487-2023-02110. It was reported that the patient was experiencing ineffective stimulation due to high impedances. Surgical intervention was undertaken and it was discovered the patient's leads were fractured. The leads were then explanted and replaced.